Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It is reported that the patient has been experiencing ongoing pain and instability with bone resorption since receiving a right knee arthroplasty three (3) years prior. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps option femoral component size d right catalog #: 00599601452 lot #: 64838795, nexgen lps-flex articular surface size cd/1-2 10mm catalog #: 00596402210 lot #: 65551431, nexgen stem implant 15mm x 75mm catalog #: 00598801215 lot #: 65185623. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.